Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The day after event onset, the patient was hospitalized for the peritonitis. The same day as event onset, the patient was treated with vancomycin 2gm (frequency, route and duration not reported). The following day the patient was treated with ceftazidime 1 gm (route, frequency and duration not reported). On an unreported date, the patient was treated with fortum 1 gm per day (route and duration not reported). At the time of this report the patient was recovering from this peritonitis event. The patient was discharged three days after initiation. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported pd therapy remained ongoing and on an unreported date the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.